Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. There was nothing unusual found that would cause or contribute to the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.